Event description:
It was reported patient presented in clinic for device check. It was noted that the patient's right ventricular (rv) lead had high pacing impedance. No intervention was performed. Patient's condition was unknown.

Manufacturer narrative:
Further information was requested but not received.